Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the lot number of the suspect device; therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2024. During the procedure, "the physician misdeployed the bands." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands did not deploy.